Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer inspected the device and replaced the mini engine unit, tested the drawer, and restarted the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 1.1 was jammed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex a grid & imdrf annex g grid. Correction: section d unique identifier (UDI). Part analysis: the reported condition of mini drawer 1.1 is failed was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the fse identified a drawer opening issue, replaced the mini engine unit, and restarted the station. Pharmacy staff verified functionality, and the system operated as intended after the repair. During dchu visual inspection the assy, control unit, 1x3, ul p/n 133457 03 received with signs of physical damage. The assy, control unit, 1x3, ul failed the visual inspection; therefore, the investigation is concluded, and no further testing is required. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as physical damage to the assy, control unit, 1x3, ul that compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 1.1 was jammed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. As per part investigation, it was determined that physical damage to the ¿assy, control unit, 1x3, ul". There were no adverse events or injuries reported based on this event.